Event description:
The customer reported the aa4203tl silicone single piece lens was torn by the injector during insertion. The lens was cut and removed from the eye without any patient++ injury. No further information provided.

Manufacturer narrative:
Implant and explant dates: n/a. (B)(4). Method: - search by lot number. Results: a search was performed by lot number and there were no similar complaints found. Conclusion: (unable to confirm). Based on the complaint history and search by lot number, we were unable to confirm this complaint. The product has not yet been returned. (B)(4).

Manufacturer narrative:
The injector was not returned, however, the lens was received and evaluated. Visual inspection showed the lens was received in two pieces and part of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. The laf was attached with the patient information. (B)(4).

Manufacturer narrative:
Method: device history record review, lens work order search. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, injector lot search, medical review, lens work order search, device history record review and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, single-piece silicone toric iol was torn off in the injector during insertion, requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2015, the surgeon had indicated that the injector tore the lens. Based on the complaint history, product evaluation, injector lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).